Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ IV catheter leaked at connection. No serious injury or medical intervention was reported.

Manufacturer narrative:
Lot number 8030667 for product code 381137 was received for evaluation by our quality engineer. A device history record review did not reveal any quality issues during the production process that could have contributed to the reported incident. Through inspection of the provided video sample, leakage was observed at the catheter junction. As a physical sample was not available for return, further analysis could not be completed. Based on the investigation results, an exact cause could not be determined for this incident. Complaints received for this device and defect will be monitored by our quality team for emerging trends.

Event description:
It was reported that bd angiocath IV catheter leaked at connection. No serious injury or medical intervention was reported.